Event description:
Per the information provided to co by the physician's office, the device was removed due to "fusion of the pump to the scrotum." As reported to co, the pump and cylinders were removed and replaced, leaving the rest of the device in place.